Manufacturer narrative:
Only the edm lumbar catheter was returned. The catheter was returned in two pieces of lengths 75.5 cm and 5 cm respectively. The tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. There was proteinaceous debris observed in the interior and exterior of the catheter. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to interventricular hemorrhage and an intracranial infection on (B)(6) 2016. Reportedly, the device had not been tested pre-operatively. According to the report, the proximal end of the catheter was found to be cracked intraoperatively. Reportedly, the device had not been tested pre-operatively. It was reported that the doctor replaced the catheter with a new one to complete the surgery successfully. Reportedly, there was no injury to the patient and the patient is doing well and has been discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.